Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument, release to warehouse date: 30-nov-2022, expiration date: 31-oct-2032, part number: 03.404.023s, 13.5mm reamer head for ria 2-sterile, lot number: 3048p35 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m023, ria ii reamer head 13.5mm, lot number: 635p350. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance received dated 20-may-2022 was reviewed and determined to be conforming. Certification for heat treat supplied dated 02-may-2022 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 52-54 hrc. Certificate of compliance supplied dated 04-may-2020 was reviewed and determined to be conforming. Certificate of tests supplied dated 24-jan-2022 was reviewed and determined to be conforming. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 13.5mm reamer head for ria 2 sterile had the four prongs that assemble into the distal end of the drive shaft broken. The broken prongs were returned for evaluation. A dimensional inspection was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 13.5mm reamer head for ria 2 sterile would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: 14.0mm reamer head ria 2 current and manufactured rev a dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional pro-code: hrx.. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. He investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 while harvesting bone graft with the ria2, the reamer head broke and detached from the ria2 tube assembly. There were 80 mins of surgical delay. Patient outcome was unknown. This complaint involves two (2) devices. This report is for one (1) 13.5mm reamer head for ria 2 sterile this is report 1 of 2 for complaint.